Event description:
It was originally reported that the screw was being removed when it sheared in half and approximately 12mm was left in the knee. Follow-up investigation: the screws were originally implanted to fixate an ocd lesion on the lateral femoral condyle. The surgeon prefers to remove any non-absorbable fixation implants on articular surfaces after healing of the ocd lesion has occurred, this being the reason for the revision procedure. The case was intended to be a full arthroscopic removal of all three screws. A fraction of each of the 3.5mm x 30mm and one of the 3.5mm x 22mm both were removed arthroscopically after they had sheared off. The third screw, a 3.5mm x 22mm was stripped when trying to be removed arthroscopically, so the patient's incision was extended into an open incision and the entire screw was removed through the open incision. The procedure ended with the sheared off screws remaining implanted in the patient's lateral femoral condyle. The patient is doing fine, although there is likely increase chondral damage due to the difficulty of removal of the screws.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Facility will not return device.